Manufacturer narrative:
As part of a quality system improvement plan stryker corp conducted a 2 year retrospective MDR review to ensure appropriate MDR reporting decision. Events reported to stryker from (B) (6) 2006 to (B) (6) 2008. Were the scope of this retrospective review. These events are part of a retrospective summary report being submitted under exemption # (B) (4). There are 4 events associated with this event type (post operative adverse result and product code meh).

Event description:
Post operative adverse result. It was reported that, "doctor reported that pt has pain on lateral side of thigh (recent onset). Upon having xray taken a small, sharp, fragment is noted. There have been no falls and lots of activity.